Event description:
Acct reports that the extension set becomes easily separated from the hub of the IV catheters. Acct states that the set appeared "different" and "slippery". States they use the "push and twist" method of insertion into the IV catheter hub. States when they switched lot numbers, the new sets appeared normal. No samples available, no pt injury reported.